Event description:
Drive medical has received a customer complaint about an incident involving a rollator/transport chair imported and distributed by drive medical. It is claimed that the claimant was pushing her husband in the chair going over a crack on the sidewalk, allegedly, the wheel was acting funny causing the husband to fall. The claimant fell with the unit and broke her arm. This MDR report is based on the information provided by the dme dealer and claimant.